Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not identify any leaks in the cylinders, pump or the reservoir. Analysis identified that the kink resistant tubing (krt) in the cylinders and pump was worn to the filament and the krt for the reservoir had a leak consistent with explant damage. Functional testing of the momentary squeeze (ms) pump identified the component did not pass the inflation test. Product analysis concluded these activation issues could affect the functionality of the device.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not identify any leaks in the cylinders, pump or the reservoir. Analysis identified that the kink resistant tubing (krt) in the cylinders and pump was worn to the filament and the krt for the reservoir had a leak consistent with explant damage. Functional testing of the momentary squeeze (ms) pump identified the component did not pass the inflation test. Product analysis concluded these activation issues could affect the functionality of the device.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the inability to inflate the cylinders; a pump issue was suspected. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.